Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, upon closing the basket around a 10- 15mm stone, the pull wire broke. The handle moves but the wire wouldn't actuate the basket. The basket was in an open position at the time, and the basket was able to be maneuvered and moved off from the stone. Stone was left inside the patient and a stent was implanted instead. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reportedly fine.